Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not dispense the full amnount of liquid in position 6 of rows a through h. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.